Event description:
After several contrast injections, air was noted entering into the syringe. As the examination was difficult, the doctor had all his attention on the display screen and did not see that air had entered into the syringe. Air bubbles were injected into the right coronary artery of the pt. It was reported that the right coronary artery was totally obstructed by the air injection. Intervention by the doctor consisted of monitoring the recovery of the functionality of the right artery. The pt is reported to be safe, with no remaining troubles.